Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a recent supply change with a contact detach infusion set; blood glucose rose to 294 mg/dl and remained above 180 mg/dl for about an hour, with no device alerts for prolonged high glucose, no backup therapy, no ketone testing, no steroid use, and no medical intervention. Symptoms included hyperglycemia without associated acute effects. Outcomes included no impairment to activities of daily living and no need for assistance. Investigation included troubleshooting and user education through guided supply change steps. Investigation of this case revealed no visible infusion set damage and no device alarms, and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.